Event description:
Complainant alleged the during functional testing, the device's screen blanked out and the device intermittently rebooted power inappropriately. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.